Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined error "e207" occurred due to emergency lamp failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that error "e207" occurred. The problem was found during inspection by olympus service. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced and it was determined to be due to a defective spare lamp. The cause of the defective spare lamp is not identified. Olympus will continue to monitor field performance for this device.